Manufacturer narrative:
Additional information was added: the lot was manufactured from april 09, 2019 - april 10, 2019. The device was received for evaluation. Visual inspection was performed and did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which revealed a leak at the spike port cap from the base of the spike port. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the center port. This was identified during setup and preparation; further described as ¿just after compounding, an individual at their facility was going to do manual additions to the bag¿ when the issue was noted. There was no patient involvement. No additional information is available.